Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had a high blood glucose value of 450 mg/dl. Customer's other blood glucose value was 350 mg/dl and 90 mg/dl. Customer did not receive a sensor updating and calibration not accepted alert. Customer did receive a change sensor alert. The customer did not provide details regarding symptoms and treatment of high blood glucose. The insulin pump was not expected to be returned for analysis.